Event description:
Clinician reported what appears to be myopotential oversensing on the rv channel with bicep curl movements in clinic. This is suspected to be contributing to the patients complaints of brief but frequent bouts of dizziness. After the patient left the clinic, it was noted that sensing polarity was programmed unipolar. Lead to be tested again in bipolar configuration as the reason for unipolar programming was not documented. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2022, lead was explanted. Upon receipt, the lead under complaint was found cut 50 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated between 48 cm and 49.5 cm proximal to the lead tip that the lead body was found squeezed and damaged, which is assumed to be the root cause of the observed electrical issues. The above mentioned damage most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.